Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Section d6b. Explantation date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year-old hispanic female patient underwent a primary breast augmentation with two 325cc mentor smooth round moderate profile saline breast prostheses and experienced a deflation on the left side and capsular contracture (baker grade 3) on the right side post-operatively. As a result, the patient is to undergo explantation on (B)(6) 2023. This report is for the right side device.

Manufacturer narrative:
On february 28, 2024, mentor received additional information regarding the patient's event and replacement device. It was reported that since the left side breast was deflated, the healthcare provider percutaneously ruptured the patient's right breast in order to be symmetrical; the patient was waiting for surgery clearance. Since the healthcare provider percutaneously ruptured the patient's right, code f19-surgical intervention was added in section h6-health effect - impact code to document this additional information. The patient replacement device was a 330cc smooth round silicone gel high profile sientra breast prosthesis (non-mentor). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 04, 2023, mentor received additional information regarding the patient's device date of explantation. It was reported that the patient was to undergo device explantation on (B)(6) 2023. Section d6b. And h6 of this report has been updated to reflect this additional information. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4) since there was a date of explantation in the previous report, section b2 should have been selected that intervention was required. Coding in section h6 has also been amended to reflect the patient's explantation.